Event description:
It was reported to resmed (B)(4) that the touch screen of an astral device drifted on the right. There was no allegation that the patient's therapy was interrupted. Ref MFR 3004604967-2014-00041.